Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: c6-7 cervical disc herniation with left foraminal stenosis and spinal cord compression. C5-6 bilateral foraminal stenosis and underwent following procedures: anterior cervical microscopic discectomy, c5-6 and c6-7, bilateral foraminotomy, c5-6 and c6-7, anterior interbody arthrodesis, c5-6 and c6-7, with machined allograft spacers, bone morphogeneic protein, and anterior cervical plate. As per op-notes, ¿a large quantity of soft tissue disc herniation was moved from the canal and the left c6-7 foramen. Following complete decompression and bilateral foraminotomies, the endplates were prepared and an 8-mm machined allograft spacer was selected. A small hole was drilled in the spacer and a small piece of bone morphogeneic protein sponge was placed completely within the confines of the spacer. The spacer was introduced under direct visualization. The pin at c7 was moved to c5 and 1 mm of distraction was placed over c5-6. The c5-6 level was severely collapsed with almost complete disc space obliteration.¿ no intra-operative complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.